Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient came to the clinic on (B)(6) with cloudy bags. Tests confirmed peritonitis and the patient went to the hospital per the pdrn's instructions on (B)(6). In additional follow-up call, the reporting pd nurse confirmed that on (B)(6) 2026 this patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was reported that the patient had a pd culture obtained (the same day) which was positive for growth of the bacteria pseudomonas aeruginosa. The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (1750 mg) and ceftazidime (1 gram) for a diagnosis of peritonitis. Subsequently, on (B)(6) 2026 the patient was admitted into the hospital due to pd catheter (not a fresenius product) malfunction (pd catheter was not able to aspirate or flush). While hospitalized, the patient underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. Additionally, the patient was continued on antibiotic therapy (details are unknown) for peritonitis. Subsequently, on (B)(6) 2026, the patient was discharged from the hospital and continues outpatient hemodialysis currently. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.